Manufacturer narrative:
Additional information was added to h3, h4 and h6. Correction to b5. B5: update "four hundred ninety one (491)" with "nine (9)". The number reported was in reference to companion (not used) samples the customer had. H10: the actual samples were not received; therefore device analysis could not be completed for those samples. However, five (5) companion samples were received for evaluation. Unaided visual inspection was performed which did not identify any abnormalities that could have contributed to the reported condition. Functional testing using tap water was performed on two (2) samples which revealed a leak at the spike port bonding area, between the spike port tube and the spike port. The reported condition was verified on the 2 companion samples tested. The cause of the condition could not be determined; however, the most likely cause is due to inadequate or lack of cyclohexanone applied during manufacturing. This issue is being further investigated. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that four hundred ninety one (491) 5000ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bags leaked from the middle port. This was identified during setup and preparation prior to patient use. There was no patient involvement. No additional information is available.